Event description:
Report received of underdelivery during routine biomedical engineering preventative maintenance testing. With an expected delivered amount of 20ml, the device delivered 17ml. There were no reports of any problems with the pump when it was in clinical use. No additional information was available.